Event description:
Nurse stated that pump overinfused and patient received five times the amount of morphine that was ordered. The patient's heart rate, respiratory rate, and consciousness level decreased. No medical intervention was needed. With close observation, the patient's vital signs returned to pre-incident levels. No additional clinical information was available.